Event description:
Patient underwent an implantation of an expandable prosthesis after having a distal femur resection for osteosarcoma approximately 14 months ago. She had initially done well but after one of her expansions she began having shifting of her implant causing significant pain. In order to receive the implant we attempted further expansion, however this did not relieve the problem. It appeared as if her implant would compress and extend at least 2 cm, if not more, with ambulation and weight bearing. This caused her significant severe pain in and around the knee joint region. Radiographs appeared to all show near closure of all the growth plates, so a revision to the final adult implant with removal of the expandable implant was completed.